Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fieild-e2. There was no harm reported. Despite good faith efforts (gfes), no further information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that, the cardiosave intra-aortic balloon pump (iabp) experienced gas leak alarm. No harm reported.